Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (B)(6) was implanted on (B)(6) 2023 with no issues. However, no icp readings were showing on the monitor after the patient was sent back to ward. The icp express, 220 volt (B)(6) and icp express cable ((B)(6) were checked and worked normally. The sensor was removed on (B)(6) 2023 and stopped the monitoring. There was a part of the microsensor that was flattened.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Failure analysis - the issue of the complaint was confirmed. The catheter was damaged and stretched in several places. Internal wires broken and stretched. The icp express read ¿no transducer detected¿. No testing was possible. Root cause analysis - the root cause could be determined as a mishandling of the catheter.

Event description:
N/a.